Event description:
It was reported that the physician could not unscrew the lead because the hex wrench shaft broke. Device analysis testing also identified an anomaly during testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the torque wrench used to removed the lead applied torque above its intended need which twisted the wrench metal shaft. Debris was found in the setscrew and connector block threads and bottom device port which indicated lack of cleaning during manufacturing. (B)(6).